Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial undersensing leading to false termination of some atrial tachycardia (at) / atrial fibrillation (af) episodes was noted on the right atrial (ra) lead . High right ventricular (rv) lead thresholds were also noted. Both leads remain in use. No patient complications have been reported as a result of this event.